Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the bolus history, and the customer stated that he didn't program some of those boluses. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.